Manufacturer narrative:
H3: device evaluation - lens was returned in a specimen. Visible inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -6.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to elevated iop (33mmhg, assessed on (B)(6) 2021) without pupil block and angle closure on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device. Reportedly, pt symptoms: foreign body sensation and itchiness. Objective sle: cornea: 2+ dmf.